Manufacturer narrative:
One battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event of "multiple power disconnect alarms". Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed; log file analysis revealed that several "power disconnect" alarms were recorded between (B)(6) 2016. The alarms were triggered by a fault in one of the cells of the battery. Analysis revealed that the device passed external visual examination but failed functional testing due to a faulty resistive weld. The most likely root cause could be attributed to a faulty resistive weld between a cell pair, resulting in an intermittent or open connection; this issue is currently being investigated by the supplier. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for visual alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries available at all time. The steps for exchange of batteries are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per vad coordinator that when the patient came into clinic on (B)(6) 2016 for routine visit the log file interrogation showed 12 power disconnect alarms on the alarm log going back to early (B)(6). The patient denies hearing any alarms or having any loss of power. No damage noted to the batteries on assessment. Per recommendation from this clinical specialist, log files were sent in for analysis. The site removed the battery from service and replaced it. There was no consequence to the patient.